Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer took help from emergency medical services for swelling or edema. Customer reporting a skin issue associated with product insertion site. Sensor will not be returned for analysis.